Event description:
Attempted deployment of three separate perclose devices, not yielding blood return as anticipated, company representative contacted, advised to proceed, however doctor was uncomfortable with using device, removed from the body, patient unharmed, remained in stable condition, no medical follow up necessary due to equipment. Perclose proglide suture mediated closure system. Doctor unable to deploy the perclose device; no harm to patient. Reps will be available to show doctor proper technique along with staff in the use of perclose. Lot # 8020741; manufacturer: abbott.